Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient didn't sleep well and their back and insides hurt from the various tests that were done. They had some trouble figuring out the controller because they were half asleep when they showed them. They were scared they might get their wire wet. On (B)(6) 2017, they reported that the muscles near their waist were hardly working. On (B)(6) 2017, they stated that they had recurring infections due to them not being able to empty and didn't know if they were emptying. They didn't want to move forward with the implant if they were still experiencing retention. They felt bloated and was having a terrible day, noting they felt they had an infection at the time of the report. It was mentioned that they took a test and it came back stating they had blood in their urine. On day 10, they went more than before and they had a bad day. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
Follow-up with the manufacturer representative was able to determine the ens serial number and all applicable fields were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that all of the concerns were addressed at the time of surgery. It was unclear if the issues were resolved. There were no further complication reported or anticipated.